Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a optease retrievable vena cava filter. The indication for the implant was not provided. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates, on or approximately three years and four months post implantation the filter was unable to be retrieved. However, according to the ppf, there have been no attempts to remove the filter. It is unknown how it was determined that the filter was unable to be retrieved. The patient reports to be suffering from mental anguish and chronic anxiety. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The reported ¿device unable to be removed¿, could not be confirmed and could not be further clarified at this time. Without the procedural films and/or post implant images to review, the reported retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15572971) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease retrievable vena cava filter. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates, on or approximately three years and four months post implantation the filter was unable to be retrieved. However, according to the ppf, there have been no attempts to remove the filter. It is unknown how it was determined that the filter was unable to be retrieved. The patient reports to be suffering from mental anguish and chronic anxiety.